Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number. On 26th november 2026, we received one used sample. After desinfection inflation/ deflation functionality were tested with 50 ml of air, no difficulty was observed. Then it was tested with 50ml of water, no difficult was observed. Without additional information, coloplast cannot proceed further with the investigation. Quality database was checked and revealed no anomaly in connection with the described defect. A similar case study was performed based on prostatic silicone catheter, on the same defect "balloon deflation difficult/impossible" from october 2021 to october 2025: 6 similar cases were found.

Event description:
According to the available information the probe removal was very difficult due to difficulty deflating the balloon. After removal, through analgesia, it was seen that the balloon was not completely deflated. It was noted that it was a difficult and painful removal and effort required to pull out the catheter.

Event description:
According to the available information the probe removal was very difficult due to difficulty deflating the balloon. After removal, through analgesia, it was seen that the balloon was not completely deflated. It was noted that it was a difficult and painful removal and effort required to pull out the catheter.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.